Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported screen went blank while on patient use on the avea ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received assembly user interface module, visually inspected the user interface module externally; found marks (scratches) on rear and front covers. Installed the user interface module onto avea test station and attempted to power on to user mode, with software 4.6b installed, no blank screen issues were found. Disassembled unit under test to thoroughly inspect internal printed circuit boards, cables, and connectors, the inverter output voltage was measured 326/325 vac readings (should be 325/325). The printed circuit board control codlfire avea part number: 52340 were placed under thermal stress by means of a heat gun and circuit freeze with no noticeable effect on operation. Allowed the unit to cycle for 30 minutes and the user interface module screen went blank. Installed a known good control board part number: 52340, backlight inverter part number: 28418-001, lcd cable part number: 71755. Attempted to power user interface module on to user mode, with software 4.6b installed, blank screen issues were found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.